Manufacturer narrative:
Based on the information provided, review of the surgical technique manual, IFU, certificates of conformance and fmea, there is no indication of device failure and no indication that the device was out of specification. The most probable root cause is improper implant size selection. Part numbers, lot numbers, manufacturing dates, expiration dates and UDI/gtin numbers: second (middle): ifuse implant, p/n 7055-90, lot# 8028003235006, mfd. 04/30/12, expires 2015-04, (B)(4). Third (inferior): ifuse implant, p/n 7050-90, lot# 148839, mfd. 11/30/12, expires 2017-11, (B)(4).

Event description:
The patient had right side si joint arthrodesis in (B)(6) 2014 where three implants were placed. The patient reported buttock pain in (B)(6) 2017. The surgeon determined that the middle and caudal implants were too proud of the ilium and were irritating the surrounding tissues. In (B)(6) 2017, the surgeon advanced the two implants further into the pelvis. The patient reported radicular pain following the revision procedure. The surgeon determined that the most caudal implant was now impinging on the nerve root. One week after the first revision, the surgeon performed an additional revision where he removed the impinging implant and replaced it with a shorter one. The patient's radicular pain symptoms resolved following the revision procedure.